Event description:
It was reported that during a video laparoscopic hemicolectomy, the clips fell out when the jaws were open. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Date sent: 03/10/2008. Info anticipated, but unavailable at this time.